Event description:
Reportedly pt expired at implant due to unk reasons. Device was not explanted. Pt's condition deteriorated during operation and was unable to be weaned off bypass. Did not survive the procedure. Pt also had a 3000tfx implanted on the same day. Info per surgeon's office.

Manufacturer narrative:
Device not returned.